Event description:
It was reported that the insulin pump display went blank. The insulin pump reportedly was not exposed to moisture. No corrosion or damage was found to the battery cap contacts or battery compartment. The insulin pump began to work after the battery was out for 10 minutes and the battery cap contacts and springs were cleaned. The customer's blood glucose was 20 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)